Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were in the process of removing the big curvature of the stomach in a laparoscopic gastric sleeve resection procedure, the stapler fired but the central staple line was incomplete. They also noted that some of the staples failed to form. They performed endoscopic hand sewing to resolve the issue. They noted that the skin was not formed, and a part of the stomach tissue was finished by the endoscope, that caused the procedure time to extend by more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was bowed and the clamp bar had broken out of the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.